Event description:
Reference number (B)(4). Event occurred in the united states. This emdr is being submitted for an unknown number quantity. It was reported that the patient experienced a hyperglycemic event on (B)(6) 2026 because the insulin being used by the patient was not approved for the infusion set. The blood glucose level was high and the patient was treated with a correction bolus via multiple daily injection. The issue continued and was observed with multiple infusion sets including the event on (B)(6) 2026. No further information available.

Manufacturer narrative:
Initial and final (B)(4) - device 1 of 2.